Event description:
It was reported that removal difficulty occurred and the balloon detached. The 70% stenosed target lesion was located in the non tortuous and moderately calcified distal superficial femoral artery (sfa). Anterior tibial access was obtained with a non-boston scientific sheath. A 6.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was introduced and advanced over a v18 guidewire to the target lesion in the sfa. The balloon was inflated for 3 minutes, deflated and then removed over the wire. The balloon became stuck within the sheath upon removal. The balloon catheter came out of sheath without the balloon attached. The balloon had detached and lodged within sheath. The sheath was removed over the wire and the detached balloon was safely removed from inside the sheath. The procedure was completed successfully. There were no patient complications.